Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient complained about "pain" at the previously used implant site; and subsequently wanted the previously, capped right ventricular (rv) lead removed. The lead will be returned. No patient complications have been reported as a result of this event.